Event description:
Intra-aortic balloon catheter inserted 8/13/96. On 8/15/96, the balloon pump began to alarm sending the message "hi-leak." Blood was observed in the balloon line. The pump was stopped and the physician removed the catheter.